Manufacturer narrative:
The patient is diagnosed with asthma. The investigation confirmed the customer's dilution results. Three-hour neuraminidase treatment was performed on the patient sample and it showed incomplete degradation. Protein a addition treatment was performed and the result showed 1.5% recovery. Neuraminidase treatment was also performed on a competitor analyzer and the result showed complete degradation. The investigation determined that the root cause of the discrepant dilution results is consistent with sample interference. Product labeling states, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation did not identify a product problem. Based on the available data, a general reagent issue could be excluded.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ca 19-9 immunoassay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial ca 19-9 result was > 1000 u/ml. A 1:5 dilution was made with the patient sample and the result was 242.2 u/ml. The sample was run undiluted again and the result was > 1000 u/ml. A 1:2 dilution was then made with the patient sample and the result was 481.4 u/ml. The sample was recentrifuged and run undiluted again and the result was > 1000 u/ml. No questionable results were reported outside of the laboratory. The reagent lot number is 598103. The expiration date was requested but not provided.